Event description:
The customer reported the panorama telemetry system shut down, which may have resulted in a loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system and determined the system needed to be returned to the factory for repair. The customer was provided with a loaner while it is being returned to the factory for further evaluation.